Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument was not recognized. Identified out of box. There was no report of patient involvement.